Manufacturer narrative:
E1: initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked tpn fluid. This was discovered when the outer light protect bag was removed. There was skin contact with tpn solution; however, soap and water were used to rinse with no further issues noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from may 22, 2023, to may 23, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo sample observed an apparent leak of the container filled with a solution. The source of the droplets could not be identified based on the image. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.